Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an episode of atrial tachycardia that was diagnosed as ventricular tachycardia by the device. No therapy was delivered and the patient was stable.

Event description:
Device reprogramming is anticipated. The patient was stable.